Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient and manufacturer representative could only get 2 coupling bars. The device would communicate with the patient programmer and clinician programmer. Attempting an antenna locate session did not resolve the issue and only 38-48 was obtained. Using a different implantable neurostimulator recharger did not resolve the issue. It was possible that the implantable neurostimulator was flipped, and an x-ray was performed to see if the implantable neurostimulator was flipped. The manufacturer representative could feel the implantable neurostimulator through the skin and it didn¿t appear to be too deep. The poor coupling had been occurring since implant. There were no patient symptoms reported. Additional information was received from the manufacturer representative (rep) discussing poor coupling and images that were noted to indicated that the implantable neurostimulator (ins) was flipped with the caveat that the images werepoor with no landmarks. It was later noted on (B)(6) 2016 that the x-rays had not taken place yet.

Manufacturer narrative:
The device was not explanted on (B)(6) 2016. The reported information stated that the revision surgery occurred on (B)(6) 2016.

Event description:
Additional information was received on 2016-12-02 from a manufacturer representative reporting that a battery revision was performed on (B)(6) 2016. It had been confirmed that the battery was flipped. The flipped battery was back to upright, in its proper position, and had been tied down both sides. Post-surgery, the patient had all the bars now showed up during recharge. It was reported that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.